Event description:
User received 2 patient samples with false positive hcg results which were reported out. The physician contacted the lab requesting both patient samples be rerun. Repeat testing was performed on different (B) (4) modules at customer site on (B) (6) 2010. Sample type is serum. Patient 1, initial result run from an aliquot gave 61.87 uiu/ml. The sample was repeated twice giving 4.86 and 5.14 uiu/ml. Patient 2, no demographics were provided for this patient. Initial result run from an aliquot gave 106.0 uiu/ml. The sample was repeated twice giving 0.1 uiu/ml both times. No patients were adversely affected by the test results and there was no change in treatment or medications. User said no other assays affected. The field service representative was unable to find a cause. He performed analyzer and performance checks which gave acceptable results. He verified analyzer to be operating within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Additional information: elecsys hcg reagent lot number - 155484.

Manufacturer narrative:
Additional information: patient 1 is (B) (6) of age.

Event description:
The customer reported that the electrosurgical pencil was in the process of being plugged into the diathermy unit at the same time the surgeon activated coag on the pencil. The nurse reported she received an electric shock and burn to her hand and dropped the pencil. On inspection of the insulation, a bare wire was observed. The day after, a covidien representative went to the site and observed the nurse while at work. There was no visual evidence of a burn remaining.

Event description:
The account alleges that the brake will not hold.

Manufacturer narrative:
It was determined the cover of the incubator was not positioned properly, causing the sample tip to slightly drag across the surface cover. The cover has been adjusted and no further issues have occurred. Since the re-adjustment of the incubator cover no further similar events were observed. The customer could not provide further patient history information. No patients were adversely affected by the test results and there was no change in treatment or medications

Event description:
User received 2 patient samples with false positive hcg results which were reported out. The physician contacted the lab requesting both patient samples be rerun. Repeat testing was performed on different e170 modules at customer site on (B)(6) 2010. Sample type is serum. Patient 1, initial result run from an aliquot gave 61.87 uiu/ml. The sample was repeated twice giving 4.86 and 5.14 uiu/ml. Patient 2, no demographics were provided for this patient. Initial result run from an aliquot gave 106.0 uiu/ml. The sample was repeated twice giving 0.1 uiu/ml both times. No patients were adversely affected by the test results and there was no change in treatment or medications. User said no other assays affected. The field service representative was unable to find a cause. He performed analyzer and performance checks which gave acceptable results. He verified analyzer to be operating within specification.